Event description:
The pump was returned for investigation. Investigation revealed the contrast button was intermittently unresponsive with contamination under the contacts of the buttons. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Submitted: 11/19/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast button had intermittent response. The remainder of the keypad buttons responded normally. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.